Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the basic occlusion test due to motor high current draw.

Event description:
The customer's spouse reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.